Event description:
User facility reported that the device was in use with a pt during a procedure. At the conclusion of the procedure and upon removal of the warming blanket from pt the user facility noted a small erythema. The erythema cleared on its own and no permanent adverse effects to pt reported.

Manufacturer narrative:
Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated the MFR will file a follow-up report detailing the results of the eval.